Event description:
A malfunction was reported on a customer's pump, identified by the malfunction code 5. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, and after the reset, the issue did not recur. The customer was advised to continue using the pump and to call back if the problem recurs, which the customer understood.